Event description:
It was reported that the device was explanted due to variable lead impedances that were observed, from 530 to greater than 2000 ohms. Intermittent capture/pacing and oversensing were also observed. The leads were tested thoroughly at the procedure and were noted to be fine, so the device was replaced. It was later reported that when the site was prepped for explant, the patient passed out, due to loss of output. No further patient complications were reported as a result of this event.

Event description:
It was reported that the device was explanted due to variable/high lead impedances that were observed, from 530 to greater than 2000 ohms. Intermittent capture/pacing were also observed. The leads were tested thoroughly at the procedure and were noted to be fine, so the device was replaced. It was later reported that when the site was prepped for explant, the patient passed out, due to loss of output. A medwatch 3500a was subsequently received and further reported a "pacemaker malfunction - intermittent lack of capture. Potential set screw problem." No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. It was reported that the device was explanted due to variable/high lead impedances that were observed, from 530 to greater than 2000 ohms. Intermittent capture/pacing were also observed. The leads were tested thoroughly at the procedure and were noted to be fine, so the device was replaced. It was later reported that when the site was prepped for explant, the patient passed out, due to loss of output. A medwatch 3500a was subsequently received and further reported a "pacemaker malfunction - intermittent lack of capture. Potential set screw problem." No further patient complications were reported as a result of this event. Capture, intermittent impedance, high output, none pacing intermittently malfunction.